Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00780. Device investigation has taken place on (B)(4) with MDR# 3003832357-2023-00780.

Event description:
It has been reported to philips that the ECG cables are broken off in the unit. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.